Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was found to be dislodged. The patient was experiencing diaphragmatic stimulation. Capture threshold was high and sensing was low. Fluoroscopy revealed that the lead was in the atrium and when the pocket was opened, it was observed that the patient was a twiddler. The lead was explanted and replaced successfully.